Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response and button error alarm. The pump was also received with cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The mother stated that her daughter's pump alarmed button error. The customer stated 2 weeks ago, the pump read error after a battery change. A few days prior, the daughter received high blood glucose readings, and after corrections, her blood glucose was still high. The customer was advised to troubleshoot for high blood glucose, but declined. The customer was advised to revert to a back-up plan. The customer will be sent a replacement pump.